Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 445 mg/dl. The customer was treated with insulin pump. Customer was not able to calibrate and confirmed that blood glucose was in the 400 mg/dl. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer declined to troubleshoot for high readings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.